Event description:
It was reported that the device had unexpected longevity due to high right ventricular (rv) lead output. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Product ID 5076 implanted: 2012 (B)(6); product ID 4296 implanted 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary # product ID# d354trm the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.